Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) unit does not charge batteries. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer(fse) was dispatched to evaluate the iabp unit. The fse noted that the device was not showing the reported fault, and the fse instructed the customer that for the equipment to charge the batteries must be correctly fitted into the transport cart. The fse completed all calibration and functional testing of the device which passed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit does not charge batteries.